Event description:
It was reported that a flogard infusion pump ¿does not function¿. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection, power on self-test and an alarm log review were performed. No abnormalities were identified during the visual inspection. During the power on self-test and the alarm log review an f-38 alarm was identified. The alarm was caused by defective force sensing resistors (fsrs). The fsrs were replaced to fix the reported condition. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.